Event description:
This lead was explanted and replaced because - the lead suture was found to have slid down off the suture sleeve and onto the lead itself. The physician chose to replace this lead due to possible insulation damage. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.